Event description:
It was reported that a user experienced recurrent low glucose while using the ilet, including overnight hypoglycemia with a nadir of 45 mg/dl, and elected to discontinue use and revert to a prior pump after attempts to resolve the issue through additional training and a factory reset. Customer care provided support that included customer care review, user retraining efforts, and consultation with field and clinical teams. Investigation of this case revealed that the cause of hypoglycemia was unclear despite troubleshooting and education, with no specific device component issue identified. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included urgent low and low glucose alerts without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.